Manufacturer narrative:
(B)(4).

Event description:
It was reported that app not working occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause was determined to signal loss due to the transmitter and app were unable to restore the connection. The reported event of app not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.